Event description:
MFR received a report of a fire involving a power wheelchair, no injuries have been reported. Evaluation revealed the fuse holder had been placed across the battery terminals and resulted in an electrical short. Batteries are not installed by the MFR.